Event description:
It has been reported to philips that the device was unable to perform geometry movements. The system was in clinical use. The sheath tube was scheduled to be removed from the patient, the puncture points pressurized, and the patient returned to the ward as a result of the procedure termination. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the vascular balloon dilatation and stenting surgery. The surgery was stopped after the reported problem occurred. However, there was no harm or injury reported. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the device could not move, and image was abnormal. The rse suggested to check the ipc, pcu, f18 fuse and if the pcu has no input and the rse suggested to replace the mpd control unit. The fse visited onsite and upon functional testing, the fse checked the logfiles and found the geometry failure and confirmed that the replacement of the power unit was required. To resolve the reported issue, the fse replaced the power unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the vascular ballon dilatation and stenting surgery. The surgery was stopped after the reported problem occurred. However, there was no harm or injury reported. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the device could not move, and image was abnormal. The rse suggested to check the ipc, pcu, f18 fuse and if the pcu has no input and the rse suggested to replace the mpd control unit. The fse visited onsite and upon functional testing, the fse checked the logfiles and found the geometry failure and confirmed that the replacement of the power unit was required. To resolve the reported issue, the fse replaced the power unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.